Manufacturer narrative:
B5 - describe event or problem: additional information. H6. Codes: updated. The device was not returned for evaluation and there was no evidence provided for problem confirmation. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received via email, stating that "they were able to fix the reported issue with tech support, and the unit was up and running properly".

Manufacturer narrative:
H3. Reason device not evaluated by mfg. Other: device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the sensor was not working. This happened when they plugged the device in to start the heating then the sensor alarm went on. There was no patient involvement, and no patient harm/adverse event reported.